Event description:
This procedure was performed in (B)(6): the evercross balloon burst during the angioplasty intervention at the first inflation under the pressure of 10-12 atm. The lesion was enclosed in calcium and the rupture fractured the complete balloon; the balloon pieces had to removed by a surgeon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.